Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and keypad anomaly. Customer stated that the display got freeze while changing the battery. Customer also stated that there was no response from any button. Customer stated that they received low battery alert. The battery was not replaced after the low battery alert. Insulin pump was completely off and insulin pump screen was frozen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.